Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid 5 mg/ml;0.8931 mg/day and bupivacaine 5 mg/ml; 0.8931 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2019. It was reported the patient had a couple MRI's done in the past a couple months ago and there was a concern about the pump going off, but the pump came back on by itself those times without being checked after the MRI. The patient had an MRI (B)(6) 2019 approximately 3:30 pm. The MRI was not pump related and was to check on the patient¿s surgical hardware that he received after having a back surgery because the patient continued to have problems. On (B)(6) 2019 the pump had a critical alarm. The personal therapy manager (ptm) had an error code of 8476; motor stall. No symptoms were reported. No further complications were reported.